Event description:
To whom it may concern, approx (B)(6) months ago, I developed a hernia on my lower abdomen above my left testicle. I was given a type of hernia mesh to support the tear. About two months later, may hands started literally falling apart. My nails I thought were going to fall off. My hands were so sore I could not touch anything. My nails are no longer smooth. They are now very brittle and chip, very easily and they all ridged and hilly. I feel very tired with little or no energy since this procedure. Could you please tell me some of the side effects of this procedure if it happens to go wrong. I cannot find out anything from my doctor and I am of great concern. Any assistance would be deeply appreciated.